Event description:
User reported false positive result through third party (apple store). Negative by pcr next day.

Event description:
User reported false positive result through third party (B)(6). Negative by pcr next day.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.